Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector would not push out saline during the flush due to blockage/flow issues. The following information was provided by the initial reporter: "I believe the issue is in the extension set. They said they pushed some saline out the saline flush, reconnected to the extension set and still would not push."

Manufacturer narrative:
H6: investigation summary: 1 used samples for model # mp3503-c were returned for investigation. One empty bd sodium syringe was also returned with the set. It was reported by the customer that extension set would not push (clogged flow). Prior to functional testing the sets were visually examined for defects and abnormalities. No defects or abnormalities were observed. The sets were connected to a 10 ml bd syringe filled with water and attempted to be flushed. It is impossible to push the fluid through the sample. Cut down the sample to verify the port for occlusion. The set was examined under magnification where an occlusion, possibly due to excess solvent, can be observed.  A device history record review for model mp5303-c and lot number 22109025 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The principal root cause of this complaint according to investigation performed is lack of time in air sweep operation. Corrective and preventive action : a quality alert will be generated indicates the correct time of sweep operation and the correct solvent level.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector would not push out saline during the flush due to blockage/flow issues. The following information was provided by the initial reporter: "I believe the issue is in the extension set. They said they pushed some saline out the saline flush, reconnected to the extension set and still would not push."